Event description:
It was reported by service reported that the fowler was stuck and could not lower or raise. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Fowler.